Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Zip code is not indicated at this time. Additional information has been requested. (B)(4).

Event description:
A surgeon reported leaks in incisions during laser assisted cataract procedures. Physician made changes in the architecture of his incisions according to his preferences. Company representative indicated that the physician changed the parameters outside of what is recommended. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from the reporter. With no additional related information, the reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).